Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was seen clinically after the last transtelephonic check showed no magnet response. Several attempts to interrogate the device were unsuccessful. On ECG, magnet application showed intermittent capture.